Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative that one of the serial numbers on record for the patient has been updated. It was reported that the incorrect sn: (B)(4) has been updated to correct sn: (B)(4). No patient complications have been reported because of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.